Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report loss of fluid column, requiring aspiration. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The steerable guide catheter (sgc) was prepared as per the instructions for use. The physician noticed that the column was not holding when inserting the dilator. After removing the dilator and inserting again, the column still did not hold. Aspiration was performed. The sgc was replaced. The procedure was completed with the replacement. One clip implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to identified torn silicone valve. However, a conclusive cause for the silicone valve tear could not be determined. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.